Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿ on the continuous glucose monitor. Reportedly, customer had used insulin past labeling and had consumed carbohydrates without administering a food bolus. Customer addressed bg by changing pump supplies, delivering a correction bolus via pump, and updated the site reminder in pump settings. Tandem technical support educated customer on not using insulin beyond labeling, customer acknowledged.